Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 8 months post implant this mitral annuloplasty ring was explanted and replaced with mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date. Added device manufacture date. If information is provided in the future, a supplemental report will be issued.